Event description:
It was reported that there were unspecified issues with the pump battery that was causing the pump to charge more slowly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.